Manufacturer narrative:
The customer was sent a replacement valve, 36mm breast shields and lanolin. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that her nipples were filling and rubbing against her 30mm breast shields that she uses with her pump in style advanced breast pump, and that her nipples were very dry and cracking. She sought medical treatment and her doctor diagnosed her with mastitis. She was prescribed dicloxacillin and a topical cream.